Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with moderate calcification. The 3.0 x 12 mm trek balloon was prepared per the instructions for use, prior to use in the anatomy. The balloon was advanced without issue and attempted to be inflated to 8 atmospheres (atm), but a leak was noted in the shaft at 6 atm. It was noted that the leak was at a junction or seal point in the catheter. A new balloon was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported leak was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.